Manufacturer narrative:
Date of death is unknown, patient passed away in (B)(6) 2023. The device was not returned to saluda for analysis. The cause of death is not known but there is no indication it was device-related. The product history has been reviewed and the implanted device was released with no anomalies.

Event description:
Saluda personnel was notified by a patient's spouse, the patient died 11 months prior. The cause of death was not confirmed to saluda. The patient was noted to have had depression issues due to a family members death. Saluda was not able to obtain further information.